Manufacturer narrative:
The company service representative examined the system and confirmed the low vacuum reported. The company service representative observed the I/a handpiece o-rings needed to be changed and/or the I/a handpiece should be replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vacuum was too low" (aspiration issue). The surgeon reported the vacuum was too low. The aspiration was set at 500, but would only go to 145. Additional information received from the surgeon confirmed the problem reported. The I/a handpiece was switched out, with the problem continuing. The handpiece was flushed with no improvement. The surgeon stated that during the I/a manipulation of the cortex removal, a posterior capsule tear occurred. The anterior vitrectomy was performed manually with a syringe. The vitreous was noted at the time of implantation of the iol.